Manufacturer narrative:
The customer complaint of leak at the smartsite could not be confirmed due to the product was not returned for failure investigation. A photo of a syringe connected to the smartsite port with an arrow pointing at the tubing to outlet port of the smartsite was provided by the customer. No leaks or issues were observed per photo received.

Event description:
It was reported that there was a leak at the smartsite during an infusion of potassium 20meq. It is unknown if the patient received their full dose. This event occurred in the chemotherapy department.